Event description:
It was reported that the left ventricular (lv) lead had high, out-of-range pace impedance of greater than 2000 ohms. Boston scientific technical services (ts) was asked for a consult, and ts noted a gradual rise in lv pace impedance since march and discussed options. The device was reprogrammed to a different vector configuration. The device and leads remain in service. No adverse patient effects were reported.